Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the right ventricular pacing lead was beyond the expected upper range.

Event description:
It was reported that the right ventricular (rv) lead pacing impedance and pacing thresholds had increased suddenly. Crosstalk was also observed with an increase in short v-v intervals noted. During the revision procedure, the rv lead was noted to not be fully in the connector. The device was replaced due to approaching eri. The lead remains in use. No patient complications have been reported as a result of this event.